Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer incident on (B)(6) 2025, patient- (B)(6). ¿this writer placed a temperature sensing foley in the patient. Upon receiving urine return and inflating the balloon it was discovered the saline from the balloon was leaking out of the tubing and the balloon was not going to be inflated. The foley had to be removed and another foley had to be placed due to the defective equipment.¿

Event description:
It was reported by the customer incident on 11/16/25, they placed a temperature sensing foley catheter in the patient. Upon receiving urine return and inflating the balloon it was discovered the saline from the balloon was leaking out of the tubing and the balloon was not going to be inflated. The foley had to be removed and another foley had to be placed due to the defective equipment.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: to deflate catheter balloon: 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.